Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with post-paced t-wave oversensing noted on the stored egm. The patient did not receive inappropriate therapy during the oversensing. Device was reprogrammed, no further issues were reported, and patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.